Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided. A5: ethnicity: requested, not provided . A6: race: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . Investigation result actual device upon receipt a tr band main body the balloon had been dilated. Appearance confirmation visual inspection of the tr band main body did not find any anomaly such as damage. Leak test test method after connecting a tr band inflator to the tr band, 18ml of air, the maximum air injection volume, was injected and it was submerged. Test result no leakage was found from either the one-way valve or the balloon. Pressure resistance test in accordance with shipping inspection test method air was injected into the tr band using a tr band inflator to the specified pressure, and it was left to stand for more than 12 hours. Test result no anomaly such as leakage or damage was found. History investigation of the product with the involved product code/lot# no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Cause of occurrence/conclusion based on the investigation result, no anomaly was found in the manufacturing records. In addition, no anomaly such as damage was found in appearance of the actual device, and no anomaly was found in the leak test result and pressure resistance test result. Therefore, it was not possible to confirm the event described in the ppr. Relevant IFU reference: precautions / 9th dot be careful that no foreign particles get into the air injection port when injecting air. The air could leak. Precautions/12th dot take care not to damage the tr band with needle, scissors and other sharp instrument. This may result in air leakage and bleeding. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following information: it was reported that following the cag procedure, the product involved was used to puncture the right radial artery and attempt was made for hemostasis. However, the balloon did not dilate even after injecting 16cc of air, and blood leaked after the sheath was removed. A new product was immediately used, and hemostasis was completed without any problems. There was no patient injury reported.